Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for female sterilization (lot number c35394 with expiration date in mar-2017). Physician reported that essure was inserted via a storz trophy hysteroscope, positioned in tubal ostea and wheel wound back to retract introducer catheter, button deployed but when wheel retracted for the second time the catheter would not separate from the micro-insert (essure implants difficult to release from introducer). The retrieved catheter revealed a very elongated introducer guidewire and green sheath and no microinsert visible. Surgeon retrieved broken pieces of the introducer wire and green plastic and abandoned procedure. This patient has 1 microinsert in situ. There was no injury to the patient. No additional information was provided. Follow up information received on 02-jul-2015: the patient was (B)(6) at time of the events.. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure surgeon retrieved broken pieces of the introducer wire and green plastic. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. Single cases have been reported of essure breakage, most often during difficult insertions. In the present case, when wheel retracted for the second time the catheter would not separate from the micro-insert (essure implants difficult to release from introducer). The retrieved catheter revealed a very elongated introducer guidewire and green sheath and no microinsert visible. Surgeon retrieved broken pieces of the introducer wire and green plastic and abandoned procedure. Since the device breakage occurred during insertion procedure, causality with essure cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Device breakage questionnaire received on 04-aug-2015 the patient's initial was updated. It was reported that breakage was diagnosed during placement. The implant broke; wheel failed to wind back and the essure coils stretched and broke. The breakage occurred on green release catheter. According to the physician, the wheel would back to retract catheter, button deployed but when retracted for the second time the catheter did not separate from the micro insert. The instructions in the IFU were followed. Only 1 micro insert was successfully placed. Essure was removed (with graspers). Broken pieces were retrieved from uterus; it was medically necessary to remove essure. No injury was reported and breakage did not led to serious injury according to the physician. The outcome of the event breakage was reported as recovered and device was not available. Product technical complaint (ptc) investigation result received on 20-aug-2015: ptc global number: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking and detachment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-aug-2015 for the following meddra preferred term: device breakage.the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure surgeon retrieved broken pieces of the introducer wire and green plastic. This event, interpreted as device breakage, is non-serious and anticipated (listed) according to the product technical complaint analysis (ptc). Single cases have been reported of essure breakage, most often during difficult insertions. In the present case, when wheel retracted for the second time the catheter would not separate from the micro-insert (essure implants difficult to release from introducer). The retrieved catheter revealed a very elongated introducer guidewire and green sheath and no microinsert visible. Surgeon retrieved broken pieces of the introducer wire and green plastic and abandoned procedure. Since the device breakage occurred during insertion procedure, causality with essure cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.